Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope air/water supply was insufficient, the air and water nozzles were clogged and the draining function was reduced. Upon inspection and testing of the returned device, foreign matter was discovered in the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air and water nozzles were clogged and the draining function was reduced due to insufficient cleaning. In addition, it was noted, there was a foreign object inside the nozzle, the bending angle was insufficient and the play of the angle knob was out of the normal state due to the elongation of the angle wire, the curved rubber bond was cracked, the curved rubber adhesive part, the objective lens adhesion part and the lighting lens adhesion part were cloudy, wrinkles were observed in the universal cord and in the insertion tube and the tip cover had scratches. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify the foreign material. Furthermore, there was no obvious deviation of reprocessing. Therefore, a further cause of the event could not be presumed. It is suggested that the user facility perform reprocessing according to the instructions for use. Olympus will continue to monitor field performance for this device.